Event description:
During a total knee replacement assisted by the mako system at clínica del caribe, the femoral array pn 112290 lot 19061121 exhibited movement at the joint of its structure, which should be completely fixed. This movement caused a discrepancy in the value obtained by the system. The surgeon reported the malfunction, conducted a clinical evaluation of the patient, and the surgery was completed without any adverse effects on the patient.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During a total knee replacement assisted by the mako system at (B)(6), the femoral array pn 112290 lot 19061121 exhibited movement at the joint of its structure, which should be completely fixed. This movement caused a discrepancy in the value obtained by the system. The surgeon reported the malfunction, conducted a clinical evaluation of the patient, and the surgery was completed without any adverse effects on the patient.

Manufacturer narrative:
An event regarding mechanical failure involving a mako arrays was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirms the event. Device locking mechanism is loose, causing the device not to function. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.